Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had read, write errors. A field service engineer reseated the row board cable and powered the station back on without cubies installed. Customer logged in and attempted recovery of each read and write error and no was selected when prompted for cubie ejection since no cubies were present, after which each cubie was inserted into the corresponding pocket and accepted without errors. This process was repeated for all cubie pockets in the drawer, and customer disabled the cubie map for the site. Fse performed a full inventory of the drawer and confirmed the station was working as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.1 failed repeatedly. The drawer continued to fail over multiple occurrences. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.